Manufacturer narrative:
Testing and investigation found that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and the fan was not functional while battery was charging. During history review, s233 malfunction alarm codes were noted in the device history. The probable cause is due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.